Event description:
This report is patient 2 of 3. Health professional reports: two consecutive hemochron signature plus system inr 5.2 & 4.3. Unspecified lab system 3.01. One month earlier. Two consecutive hemochron signature plus system inr 5.5 & 6.1. Unspecified lab system 3.28. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending additional information from consumer.